Event description:
The pt developed peritonitis following colonoscopy and died suddenly two days after the procedure. The autopsy report showed death was due to acute peritonitis associated with colonoscopy. There was a perforation of the colon seven inches from the anus.